Manufacturer narrative:
Concomitant medical products: 5594-53 lead, implanted (B)(6) 2007, 6947-65 lead, implanted (B)(6) 2007.

Event description:
It was reported that the left ventricular lead had low pacing impedance and an alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event.